Manufacturer narrative:
The failure investigation has been completed and the reported issue was verified. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user reverted to manual injections. The user reported a blood glucose (bg) level of 56 mg/dl. Reportedly, the bg level was due to overcorrecting with a manual injection after a recent meal. The user addressed bg level with carbohydrates. It was confirmed that the user had an alternate method of insulin delivery available.